Manufacturer narrative:
H6 correction: health effect - impact code - 4607 - hospitalization or prolonged hospitalization was not previously submitted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a lead revision procedure on 03 march 2025 (related manufacturer reference number: 3006705815-2025-02089 and 3006705815-2025-02090), the patient experienced a suspected nerve irritation. The patient was hospitalized to address the issue and has recovered.

Manufacturer narrative:
Date of event is estimated.